Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that upon interrogation of the pulse generator a message "data not read" was displayed. The elective replacement indicator was reached on (B)(6) 2013. The device was explanted "ned" implanted.

Manufacturer narrative:
Analysis confirmed normal battery depletion. Electrocautery marks were noted on the device can.